Event description:
It is reported that the wedge separator fractured upon impact. All pieces were retrieved.

Manufacturer narrative:
Evaluation summary: based on the lot number, the device has been in the field for approximately 7 months and has been used an unknown number of times during that period. It is possible that the fracture was caused by off-axis impaction, an applied bending moment, or general fatigue, but without further information an exact cause cannot be determined at this time. Evaluation: hardness of the device was measured and found to be within specifications. Manufacturing documentation for this lot was reviewed and indicates the device was manufactured, inspected, and packaged to specifications.